Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed the blood loss to inadequate heparinization. The cycler alarmed appropriately. The user's guide addresses the requirement for adequate anticoagulation to prevent clotting. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported by the facility nurse that venous pressure high alarms occurred during a routine hemodialysis treatment. Treatment was terminated without performing rinseback due to possible clotting, resulting in an estimated blood loss of 210cc. Facility staff attributed the blood loss to inadequate heparinization. No medical intervention was required.